Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic lobectomy, while the device was being applied to lung parenchyma, the device did not fire. The surgeon was able to press the green button and squeeze the handle, but the handle repeatedly cancelled the firing. Two new handles were opened and the last handle opened performed as expected as surgeon was able fired it. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual and functional evaluation of the instruments found no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. If information is provided in the future, a supplemental report will be issued.